Event description:
A us distributor contacted zoll to report that a patient developed an open skin irritation under the lifevest equipment. Patient described the area as an open and hurting rash. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream for the skin irritation. Follow up indicated that the skin irritation improved.